Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. This is an ancillary service event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. The device received an external/internal visual inspection, rite (returned instrument test evaluation) electrical testing and rite volumetric accuracy testing. The device failed testing due to fluid ingress. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. The cause of the reported issue was due to fluid ingress. The device was scrapped. Should additional relevant information become available, a supplemental report will be submitted.